Event description:
It was reported that a patient experienced peritonitis coincident with peritoneal dialysis (pd) therapy. The cause of peritonitis was unknown. Treatment for the peritonitis event was not reported. The outcome of the peritonitis event was unknown. The action taken with dianeal and extraneal therapies was unknown. Additional information was not available. This is report 3 of 4 involved in this peritonitis event.

Manufacturer narrative:
Complaint no: cmplnt-(B)(4). The reported product is an unknown baxter minicap. The sample was not returned for evaluation and the lot number is unknown, therefore a device analysis could not be performed. Should additional relevant information become available, a supplemental report will be submitted. This report references the same patient as cmplnt-(B)(4), cmplnt-(B)(4), and cmplnt-(B)(4).